Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was displaying an error 4 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms but reported being treated by an hcp with glucose tabs/gel at an emergency room at 8pm on (B)(6) 2015. The patient denied testing on any other device at this time. The alleged issue was resolved with troubleshooting. Replacement products were still sent to the patient. This complaint is being reported because the patient received treatment from an hcp for hypoglycemia while using the subject meter.